Manufacturer narrative:
.

Event description:
A healthcare professional reported that one haptic broke upon injection of the posterior chamber lens (junction haptic/optic). The posterior chamber lens was left in place with only one haptic. The broken haptic was removed. The patient will be seen again. Additional information has been requested but not received to date. This is one of two reports being filed by the same reporter for two similar incidents which occurred in two different patients.

Manufacturer narrative:
(B)(4). Evaluation summary: results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria.

Manufacturer narrative:
.

Event description:
Additional information was provided by the surgeon who reported that the event occurred during phacoemulsification and at the time of this report it continued with slight decentring. The patient was not hospitalized as a result of the event, no medications were used at the time of the event. No unplanned medical or surgical intervention was required to treat the patient. Posterior capsular opacification had not been observed. The affected eye was patient's left eye. This was the second patient of the day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).